Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after the device was loaded with green cartridge and the firing trigger was pressed, it did not form the staple line. It was also observed that the locking trigger was not returning to the original position, it had to be manually put in the original position. When the device was applied it did not form staples, the firing knob after being pressed was just moving, but cut and staple lines were not formed. Another device was used to complete the case, there were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the ec45 device was received for analysis with no visual non-conformances and with four cartridge reloads present. The cartridge reloads were received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload b and d were tested for functionality by resetting and cartridge reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.